Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous proximal to mid right coronary artery. While attempting to cross the lesion, part of the 3.50mm x 16mm promus element stent became lifted. They were unable to cross the lesion and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).